Event description:
Event description verbal report from the sales representative who was not present for the case. Physician tried to use neuroguard after re-establishing flow in the ica but the mega ballast sheath prolapsed out of position. Physician decided to remove the neuroguard system and mega ballast together. The physician thinks that when the system approached the groin sheath the neuroguard stent deployed into the descending aorta. Investigation device discarded, no device investigation device possible. There is no report of the neuroguard product malfunctioning. The inadvertent stent deployment appears to be cased by the withdrawal actions related to the removal of the system due to the prolapsed sheath. Suspected primary cause: the most probable contributing factor for the stent deployment was the withdrawal actions (the stent being pulled off by the groin sheath) related to the prolapsed sheath. Conclusions the neuroguard product was used with a mega ballast sheath which prolapsed. Based on the available information, there is no evidence of a neuroguard device malfunction. The unintended removal of the entire system (mega ballast sheath and neuroguard system) created a scenario where the neurogaurd stent was inadvertently deployed by the removal actions used after the mega ballast sheath prolapse.